Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. The field service engineer found that drawer 4.2 had failed to close due to a faulty side rail. The fse removed obstructive pieces of the slide rail preventing the drawer from closing and disconnected it. During the assessment, the fse also found that drawer 5.1 failed to detect on the communication bus. The engineer initially reseated the connection between the row board cable and the drawer control printed circuit board, but the issue persisted. To resolve it, the fse ultimately replaced the row board control printed circuit board. Additionally, the fse determined that drawer 4.2 had defective rails and proceeded to replace the entire drawer module. Pockets from the old module were relocated to the new one, and the drawer was tested for proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was broken and failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.